Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone13.2 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level rose to 350 mg/dl while wearing the pod for an unspecified duration of use. When removed from the infusion site on their arm, the pod was found with blood in the cannula, blood at the pod site, and the cannula was bent. The patient also mentioned a little bit of swelling. Additionally, it was reported that insulin was leaking from the pod. As treatment, the patient placed a new pod.